Event description:
A heel warmer was placed on the infant's foot. The father was gently massaging the foot while the patient care tech (pct) was outside of the room. When the pct re-entered the room, the father showed the tech where the heel warmer leaked. The pct came to get the supervisor of the department to show her what happened. Per the father, the liquid did not get on the infant's foot, it only got on the infant's pant leg. The parent removed the pants. Upon examination of the infant's foot, there was no indication the liquid spilled on the foot.